Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d4., d6b., d.9., g.1., h.3., h.4., h.6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: broken, weight to the spec, opening and crease fold, a microscopic analysis was performed which identify crease sharp opening in the radius. Based on the device analysis the final assessment is: a-crease sharp opening in radius assessed to a fold flaw opening. Non-penetrating nick(stress marks).

Event description:
The device has been explanted.